Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the helix would not fully extend and the rv lead had high impedance through the pacing system analyzer (psa.) Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).